Manufacturer narrative:
Per the user guide: check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 330 mg/dl and a bolus was delivered. Customer alleged the pump settings were incorrect and the cause of event. Customer declined tandem technical support's offer to perform a pump system check.